Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp was asked if retention was pre-existing and the hcp stated it was pre-existing and there was no mention of worsening of symptoms. The hcp also stated that the patient was seen in the office and the fall did not affect the device in any way and there were no device issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient received the ins for the treatment of bladder issues, retention. The reason for the call was to report that today, the stimulator did not seem to be working. They saw their managing healthcare provider the day of the report, had a bladder scan as their abdomen was swollen (first noticed today), and were told there were "360 urine" in their bladder. The patient said the healthcare provider did not do anything, and said they would have a certain person call them that afternoon or evening. When asked, the patient did not know if that person was a clinic employee or the local manufacturer representative. They asked if they should connect to check their device. When asked, they said they had a fall about 3-4 weeks ago, and were found lying down, however, they had no recollection of the incident. They were taken to the hospital and p performed a computed tomography (CT) scan of the head. With instruction, they connected to the implant, and were initially on program 3 at 0.7 volts. They increased the setting to 0.9 volts. When asked, they said they thought they felt stimulation before in the vag ina, however, now were not. They decided they did not want to increase any higher at this time. They were to monitor their symptoms and call their healthcare provider's office tomorrow, and request to speak to a nurse to inform them they did have a fall, as the patient said they forgot to mention the fall during their appointment. They were also to ask a nurse or the person previously mentioned how long to wait in between adjustments, as they were monitoring retention symptoms. If that person called, the patient was to also mention the fall to them. It was reviewed that imaging of the area would provide information on whether anything moved. The following day, the patient called in and reported the reason for the call was that they had called into the help line yesterday for therapy issues, and received assistance with increasing stimulation. Today they woke up feeling nauseated, and were having pain on the right side along the vagina. They did turn the stimulation down one notch to see if that helped, which it somewhat did, but the nausea and pain were still there. The patient confirmed they had not tried changing programs yet. The help line showed them how to switch programs, and the patient decided to keep stimulation on program 2 at 1.2 volts. The patient confirmed stimulation was comfortable and was felt on the right side of the vagina. They also reported seeing a 'communicator battery was low' message on the call, and to charge up the communicator. They confirmed they were seeing the low battery indicator light as well on the communicator. They would maintain the stimulation level and continue to track their symptoms. The patient was redirected to their doctor if the issue persisted. It was also reviewed 'charging up communicator until fully charged,' and recommended they speak to their doctor about program changes.